Event description:
Dealer reports rear left wheel does not touch the ground when going down incline, when on flat surface not as significant, but will not touch at times.

Manufacturer narrative:
This wheelchair the rear wheel can not touch ground when go incline, this is caused by cross brace. Our welding fixture for crossbar not fix tubes steady, leading to four wheels of wheelchair are not in one plane. We have taken the following measures to avoid this happening again: improve the welding fixtures, make sure all tubes on fixtures can't move inch; responsible person: (B)(4) date: (B)(4) 2015; inforce quality inspection, measure the dimension, make sure the cross bar meet drawings; responsible person. (B)(4), date: (B)(4) 2015.